Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) unit is having battery issue. At this time the patients well being is unknown.

Event description:
N/a.

Manufacturer narrative:
A getinge service technician investigated the customer¿s complaint with the battery issue. After consulting with the biomed technician he stated, he had found the rescue unit disengaged from the cart. He reseated the rescue unit back into the cart and had verified the batteries were charging. Batteries were fully charged upon getinge's tech arrival to account. Getinge tech found no major faults in the logs. Reviewed the power logs, and found both batteries had adequate runtime of more than 90 mins per battery. Functional tested the device without any issues. Ran batteries according the manufacture requirements. Could not reproduce any problems with the device. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications performed. The unit was released to the customer and cleared for clinical use.